Manufacturer narrative:
Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the incident were observed. The sample sent by the customer was verified and it was possible to observe barrel cracked. The potential cause for the occurrence is a failure at syringe assembly station, which caused the barrel cracked at another syringe. The production process was validated according the procedure and to the characteristic reported by this complaint the acceptance criteria. The batch involved in this complaint meet all acceptable quality levels (aqls), were manufactured and released according to applicable procedures and specifications.

Event description:
It was reported that bd solomed¿ syringe with needle was cracked and leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿at the time the nurse was applying the product to the patient, the product leaked all due to a crack in the syringe. Crack on syringe body."

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd solomed¿ syringe with needle was cracked and leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿at the time the nurse was applying the product to the patient, the product leaked all due to a crack in the syringe. Crack on syringe body."